Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
Pt underwent uneventtful asd closure 2002. Returned for office visit 3 months later without symptoms. Was noted to have continuous murmur. Chest x-ray showed stable device position and echo showed complete closure of asd with stable device position. High velocity jet of color flow indicated fistula from proximal ascending aorta to right atrium beginning right at the edge of ra disk of device. This was not present at 24 hr follow up echo. It appears that the ra disk eroded through the aortic wall; pt was asymptomatic and there was no ra dilatation. Surgical repair 3 days later consisted of device removal, patch closure of asd and pledgeted suture of aortic perforation (3-4mm) from ra.